Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The event cannot be confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: right total knee arthroplasty with narrowing of the medial and lateral compartments which could indicate polyethylene wear. Overall sizing of the implant is appropriate. Normal bone quality. Initial surgery operative notes were provided and reviewed, however, revision notes not available as revision has not yet occurred. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was further reported that the patient is going to be revised due to instability and wear of the poly. The revision has not yet been scheduled. Attempts have been made and all available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b1; b4; b5; d2; d6a; g1; g3; g6; h1; h2; h6. D6a. Implant date: 2005. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a2; a3; b4; b5; d2; g1; g3; g6; h1; h2. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: unknown - unknown nkii femoral component - unknown. Unknown - unknown nkii tibial component - unknown. G2: foreign country: (B)(6) customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a knee arthroplasty on an unknown date. Subsequently, the patient plans to be revised due to an unknown reason. Attempts have been made and all available information has been provided.